Event description:
It was reported that this left bundle branch (lbb) lead was explanted due to unknown product performance anomaly. A new lead with the same model was implanted on the right ventricle. No additional adverse patient effects were reported. Additional information indicated that this explanted lead was a ventricular lead that had showed decreased sensing and pace impedance and increased rv threshold. This lead had migrated which was confirmed with fluoroscopy. There were no known associated patient symptoms.

Event description:
It was reported that this left bundle branch (lbb) lead was explanted due to unknown product performance anomaly. A new lead with the same model was implanted on the right ventricle. No additional adverse patient effects were reported.